Manufacturer narrative:
The pump passed the self-test and the displacement test. No pump error 23, 49, and 68 noted during test. Unit successfully downloaded to thump. Verified pump alarmed 49 and 68 on (B)(6) 2025 at 21:11:03. Verified the pump alarmed pump error 23 after battery removal on (B)(6) 2025 at 21:13:21 in pump downloaded history. These alerts are expected and occur during normal pump operation. However, pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, pcb1 board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, battery tube threads cracked, stained keypad overlay, cracked case (battery tube), cracked case (corner of belt clip rails), and pillowing keypad overlay. Pump passed all required testing, and no pump error 23, 49, or 68 noted during analysis. However, confirmed cracked case at battery tube. However, moisture damage was noted on pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the battery tube side, pump error 49(history pointers failed. The history pointers are corrupted), pump error 68(trace pointers are invalid), the customer received pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm. The customer was able to complete the pump rewind, and the insulin pump passed a self test. The damage was not affecting/impacting pump functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.